Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula event on (B)(6) 2024 that led to an increase in blood glucose level 400mg/dl. The event occurred three or more hours after insertion, within 3 hours, 5 hours, 6 hours and 7 hours. The infusion set was in use for 2 days. The insertion site was abdomen, right plank, left plank, and lower abdomen. Therefore, on (B)(6) 2024 the patient was hospitalized due to hyperglycemia. The blood glucose level was 515 mg/dl at the time of event and the patient got treated with intravenous fluids and insulin as corrective treatment. The ketone levels were high and were life threatening. The patient also experienced symptoms like vomiting and nausea. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-37429. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008159 were previously tested in complaint (B)(4) on 03/mar/2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6008159 was manufactured according to the wi version 115 manufactured in the line 7, on 14/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 03/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008159 and another 5 complaints have been registered in database for the same lot 6008159 and malfunction code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc). 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Event description:
To date no additional patient or event details have been received.